Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional percutaneous transluminal angioplasty (pta) procedure. Reportedly, there was difficulty with pressing the plunger and sheath splitting could not be completed. Vessel access was maintained with the same sheath and two additional starclose se devices were attempted with the same result. Vessel access continued to be maintained with the same sheath and hemostasis was achieved with a fourth starclose se device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported a femoral angiogram was not performed. The instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. The IFU also states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. Based on the information reviewed, there is no indication of a product deficiency. The other two starclose se devices referenced, are being filed under separate medwatch MFR numbers.